Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly; the coil was detached from the pusher assembly and stuck inside the non-penumbra device. The proximal constraint sphere was inside the distal detachment tip (ddt) and the stretch resistant wire (sr wire) was fractured. Conclusions: evaluation of the returned devices revealed that the distal tip of the lantern was damaged. This type of damage typically occurs due to improper handling during use. If the lantern is forcefully advanced during insertion, damage such as this may occur. Evaluation of the ruby coil revealed a fractured stretch resistant wire (sr wire). This type of damage typically occurs due to improper handling during use. If a ruby coil is used with a damaged microcatheter, damage such as this may occur. The damaged lantern likely contributed to the ruby coil becoming stuck inside the lantern, and consequently detaching during withdrawal and re-sheathing. Ruby coils are 100% functionally tested during in-process inspection. Lantern devices are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-00412.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, while advancing a ruby coil through a lantern delivery microcatheter (lantern), the physician encountered resistance and felt that the lantern and coil were stuck and could not move. The physician attempted to advance only the lantern but the lantern did not advance. Therefore, the physician started to retract the ruby coil pusher assembly in order to resheath the coil. While the ruby coil was being retracted, it unintentionally detached leaving half of the coil in the aneurysm and the other half in the lantern. The physician pulled back on the lantern and removed it from the patient. However, half of the ruby coil was still in the vessel and the other half was in the guiding catheter. Therefore, the physician removed the guiding catheter and the detached coil came out with it. The procedure was then completed by using vascular plugs. There was no report of an adverse effect to the patient.